Event description:
It was reported that the pump was due for a refill (B)(6) 2013 with a reservoir volume of 1.4 ml on interrogation. Despite escalating doses, the patient had been experiencing continued pain. A roller study was done and repeated; they got 60 degree movement and everything looked fine. The pump was last filled in (B)(6) with 20 ml of drug. When the pump was aspirated on (B)(6) 2013, 20 ml of drug was withdrawn. The pump logs were checked and there was no indication of a problem with the pump. The pump was delivering morphine. It was later reported that the physician tried aspirating the catheter and got nothing back. A dye study was being considered. A catheter revision was being scheduled. The patient was not getting good therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient was experiencing a loss of therapy. The cause was not determined. A new catheter was implanted on (B)(6) 2013. The old catheter remained implanted and was tied off. It was suspected that there was a problem with the old catheter getting kinked. After the new catheter was implanted, the patient was doing well and was getting good therapy. Additional information was received and it was reported that the patient¿s pump was delivering 20 mg/ml infumorph at 5.005 mg/day prior to the catheter replacement.